Manufacturer narrative:
Device received with frozen screen, problem isolated to mother board. Unable to perform operating currents, self-test, a21 error test and displacement test or verify a21 alarm, a48 alarm due to frozen screen.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump starts over and over again when pressing the act button and gives every time pump error unexpected restart followed by pump error periodic history crc failed. Customer's blood glucose level was unknown. Customer also reported that the trouble shooting was not possible due to pump was stuck in this loop. The device will be returned for analysis.